Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Lesion preparation was performed with plain old balloon angioplasty leaving 90% residual stenosis. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, when the catheter was advanced into the lesion, the stent strut was lifted. The device was removed from the patient normally and the procedure was completed with a different device. There were no patient complications reported.